Event description:
It was reported, "upon insertion, the distal tip broke" off of the trocar. The incision had to be made larger in order to remove the piece. Nothing was left in the patient.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Since the lot number of the device was not reported by the facility, and the device and device packaging were not returned for evaluation, the lot control sheet (lcs) was unable to be reviewed. Potential causes of the issue experienced at the facility were determined to be excessive force was used during trocar insertion; and/or damage to the device during instrument insertion. Sss instructions for use state: 'do not use excessive force.' "Careful handling of instruments is necessary to avoid damage or breakage." The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) after the initial MDR had been submitted. The device was returned without any of the labeling so the manufacture date, expiration date, and lot number are still unknown. The device was evaluated and a visual inspection revealed the cannula sleeved was in two pieces. The damaged area of the sleeve appeared to be melted indicating that the device may have been contacted/cut by an electrosurgical type instrument. Sss instructions for use state: 'do not use excessive force.' 'Careful handling of instruments is necessary to avoid damage or breakage.' The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported, "upon insertion, the distal tip broke" off of the trocar. The incision had to be made larger in order to remove the piece. Nothing was left in the patient.

Manufacturer narrative:
This supplemental emdr is being filed to make a correction to the FDA registration number the original emdr was filed under. Originally the emdr was filed using registration number 0002090040 which is the (B)(4) stryker sustainability solutions registration number. The correct registration number that the emdr should have been filed under is 0001056128 which is the registration number for the (B)(4) stryker sustainability solutions location.

Event description:
It was reported, "upon insertion, the distal tip broke" off of the trocar. The incision had to be made larger in order to remove the piece. Nothing was left in the patient.